Event description:
It was reported that this surgeon "had a problem" with a graft and it may have been a gore propaten vascular graft. It is unk at this time (14 jan 08) if a propaten graft is involved in this event. As reported, in 2007, a graft was implanted. Five and a half months later, a graft was removed and an above-knee amputation was performed. Further info is being sought from the reporting party and medical records have been requested from the hosp.